Event description:
It was reported that the tubing cracked.

Manufacturer narrative:
The customer¿s report that the tubing cracked was confirmed. During visual inspection clear liquid was observed inside model 11590100¿s tubing throughout the entire set. Functional testing was performed by filling a lab IV bag with blue dye water and spiking it to the set allowing fluid to flow via gravity. The set leaked from a small tear at the top of the silicone tubing segment below the upper fitment. Pressure testing confirmed the leak. The root cause of the tear could not be definitively determined.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the IV tubing cracked.